Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited power on reset (por). The ipg was brought to the clinic to be interrogated and have the reset cleared. The ipg remains in use. No patient complications have been reported as a result of this event.